Event description:
It was reported that the patient's left hip was revised due to recurrent dislocations. Prior to revision, an x-ray was provided showing that the liner dissociated from the shell. The stem, head and liner were revised (rep confirmed stem was revised to provide different version and offset).

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding disassociation involving an unknown liner was reported. The event was confirmed via clinician review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: "this patient underwent a left total hip arthroplasty using a constrained liner. It is unclear why the constrained liner was utilized or whether this was a primary or revision operation. I can confirm that a dislocation occurred since I was able to review an x-ray which showed the dislocation. However no markings were present on the x-ray concerning the patient's name, the side of the procedure, etc. The root cause of dislocation/disassociation of a constrained liner from the acetabular component is multifactorial and cannot be determined with certainty with the information given. Typical causes include surgical technique factors such as proper assembly of the construct, proper restoration of leg lengths and soft tissue tension, proper positioning so as to avoid impingement, and lack of musculature especially the abductor mechanism. Patient factors include failure to comply with postoperative instructions, patient activity level and bmi." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to recurrent dislocations. Disassociation of the liner from the shell was confirmed via clinician review of the provided medical records: "I can confirm that a dislocation occurred since I was able to review an x-ray which showed the dislocation. However no markings were present on the x-ray concerning the patient's name, the side of the procedure, etc. The root cause of dislocation/disassociation of a constrained liner from the acetabular component is multifactorial and cannot be determined with certainty with the information given. Typical causes include surgical technique factors such as proper assembly of the construct, proper restoration of leg lengths and soft tissue tension, proper positioning so as to avoid impingement, and lack of musculature especially the abductor mechanism. Patient factors include failure to comply with postoperative instructions, patient activity level and bmi." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised due to recurrent dislocations. Prior to revision, an x-ray was provided showing that the liner dissociated from the shell. The stem, head and liner were revised (rep confirmed stem was revised to provide different version and offset).